Event description:
This is a known detectable button artifact. The patient was initially diagnosed with a potential brain bleed. The department chairman reviewed the images, and diagnosed the problem as an artifact. The patient has not been treated because of the diagnosis. An MRI study is being planned as a follow-up.

Manufacturer narrative:
Upon review of the complaint files, philips medical systems determined that this event is similar in nature to previously submitted mdrs (1525965-2007-00045) regarding this event. Software v2.3 which addresses this issue has been released and is being deployed to the field.